Event description:
In 2008, the patient reported that her infusion tubing was cracked near the luer connection and her blood glucose was elevated to 371 mg/dl. Her normal blood glucose range is 100-120 mg/dl. The patient was able to lower her blood glucose by changing the infusion tubing and performing a bolus. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.